Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h2, h3 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device was returned to olympus without being reprocessed at the facility. Results of foreign material was confirmed. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle, the jet-channel and the mouth guard piece for endoscopy. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.